Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unspecified tubing leak.

Manufacturer narrative:
The customer¿s report of an unspecified tubing leak was not confirmed. The suspect product was not returned for investigation, however (45) new, unused associate model 2425-0500, lot 19046941 were received from the customer. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing showed no anomalies. The root cause of the customer¿s report was not identified.

Event description:
It was reported that there was an unspecified tubing leak.